Event description:
Burning sensation at pin insertion point during magnetic resonance imaging. Brand new machine with very high powered magnets. Ge signa horizon, 1.5 tesia. The pt, a 40 yr old male, was wearing an open back halo ring with a mark IV vest had burning sensations at the pin sites during magnetic resonance imaging. The machine is new with very high powered magnets. It was a ge signa horizon that runs at 1.5 tesia. The tech ran the pt for 3 very short (15 seconds each) scans. The pt was partially sedated but by third scan was semi-roused out of sedation due to the heating sensation.